Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient stated he had a bad fall over a year ago and the pump was not being therapeutic anymore. It had not worked the same since. The date of the event was not specified (day, month, and year unknown). A dye study was attempted, and they could not aspirate the catheter. The date of the event/difficulty was (B)(6) 2019. Regarding environmental/external/patient factors that may have led or contributed to the issue, the patient¿s fall was indicated. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown. It was noted that he hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that the patient initially reported the event to the company representative the day of the diagnostic dye study. The physician was to perform surgery that had not yet been scheduled to determine the reason for the catheter not aspirating. There were no details or dates available and the company representative was just contacted for the dye study.